Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic area"), pelvic adhesions ("adhesions"), salpingitis ("salpingitis"), endometritis ("endometritis"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("bilateral cystic ovaries/reproductive system disorder or condition: type of disorder or condition: cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included d & c. Concurrent conditions included uterine bleeding, abdominal pain and endometritis. In january 2006, the patient had essure inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("persistent vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In january 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In august 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and inflammation ("inflammation"). The patient was treated with surgery (laparoscopy with lysis of adhesions and removal of essure bilaterally with partial bilateral salpingectomies) and dilation and curettage. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and ovarian cyst had resolved, the pelvic adhesions, genital haemorrhage, abdominal pain lower, vaginal discharge and inflammation was resolving and the salpingitis, endometritis, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abdominal pain lower, endometritis, fatigue, genital haemorrhage, headache, inflammation, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis and vaginal discharge to be related to essure. The reporter commented: patient was treated with conservation medical treatment to no relief. On (B)(6) 2013, patient underwent removal of essure devices bilaterally with partial bilateral salpingectomies with dilation and curettage, hysteroscopy, laparoscopy with lysis of adhesions and treatment of bilateral cystic ovaries. Most of her symptoms resolved after on (B)(6) 2013 surgery. She was left with permanent scars after the surgery. Discrepancy noted in insertion date. Previously reported as: 2008. In current follow up reported as: jan2006. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2013: result: clinical data: pelvic pain; probable endometritis salpingitis. Gross descrlption: essure/ portion of right tube: received in formalin is a 2.5 x 1.1 x 0.7cm purple-tan tubular portion of soft tissue grossly consistent with fallopian tube. There is also a 11.9 cm long metallic wirelike object found in the container. Left portion of tube/ essure: received in formalin is a 2.7 x 1.4 x 0.9 cm purple-tan tubular portion of soft tissue grossly consistent with fallopian tube. There is also a 12.1 cm long metallic wire like material found in the container. Final diagnosis: endometrial curett age: benign weakly proliferative endometrium. Benign endocervical mucosa with squamous metaplasia along with benign ectocervical mucosa is included. Comment: the endometrial stroma does contain lymphocytes. However, as plasma cells are not a feature then chronic endometritis cannot be diagnosed. Essure/ portion of right tube: complete transection of fallopian tube with a focus of organizing old hemorrhage within the mucosa. Man-made device. Left portion of tube I essure: complete transection of fallopian tube. Man-made device.. Concerning the injuries reported in this case the following one/ones were described in patient medical record: salpingitis. Most recent follow-up information incorporated above includes: on 20-feb-2019: mr received. Event added: salpingitis and endometritis. Other hcp added. Lab data added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic area"), pelvic adhesions ("adhesions"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("bilateral cystic ovaries/reproductive system disorder or condition: type of disorder or condition: cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". In (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("persistent vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and inflammation ("inflammation"). The patient was treated with surgery (laparoscopy with lysis of adhesions and removal of essure bilaterally with partial bilateral salpingectomies) and dilation and curettage. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and ovarian cyst had resolved, the pelvic adhesions, genital haemorrhage, abdominal pain lower, vaginal discharge and inflammation was resolving and the migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache, inflammation, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient was treated with conservation medical treatment to no relief. On (B)(6) 2013, patient underwent removal of essure devices bilaterally with partial bilateral salpingectomies with dilation and curettage, hysteroscopy, laparoscopy with lysis of adhesions and treatment of bilateral cystic ovaries. Most of her symptoms resolved after the (B)(6) 2013 surgery. She was left with permanent scars after the surgery. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2006. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received. Events : migraines, headaches, nausea, fatigue, pain, vaginal discharge, abnormal bleeding (general), she didn¿t undergo an essure confirmation test were added. Reproductive system disorder or condition: type of disorder or condition: cyst clubbed with event ovarian cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic adhesions ("adhesions"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("bilateral cystic ovaries") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal discharge ("persistent vaginal discharge") and inflammation ("inflammation"). The patient was treated with surgery (removal of essure bilaterally with partial bilateral salpingectomies) and surgery (laparoscopy with lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic adhesions, genital haemorrhage, ovarian cyst, abdominal pain lower, vaginal discharge and inflammation was resolving. The reporter considered abdominal pain lower, genital haemorrhage, inflammation, ovarian cyst, pelvic adhesions, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient was treated with conservation medical treatment to no relief. On (B)(6) 2013, patient underwent removal of essure devices bilaterally with partial bilateral salpingectomies with dilation and curettage, hysteroscopy, laparoscopy with lysis of adhesions and treatment of bilateral cystic ovaries. Most of her symptoms resolved after the (B)(6) 2013 surgery. She was left with permanent scars after the surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.